Manufacturer narrative:
Unable to confirm customer problem, no problems were found with the batteries becoming hot or the lcd display becoming black. In addition there was no report of any unusual messages being found in the event log. The pump passed all tests and was found to be operating properly.

Event description:
It was reported that the batteries and the back of the cadd-legacy® pump became very hot. There was a black screen after replacing the batteries so the pump was changed. No patient injury reported.